Event description:
It was reported that the patient had symptoms of lethargy, nausea, dizziness, fatigue and fullness of the throat. The patient's lead had dislodged and the lead tip was bent. The patient had a pericardial effusion as a result of a perforation. The lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.